Event description:
Ous MDR: myocardium perforation with subsequent pericardial tamponade was reported. The perforation could not be seen directly, it was only detected later due to drop in blood pressure. Pericardial puncture was performed. After that, the state of the patient was described as stable.

Manufacturer narrative:
Ous MDR: the device was not returned for analysis. The analysis is therefore based on the existing production documents. The production process of this device was reviewed. The production documents showed no anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. In summary, there is no indication of a manufacturing error.